Event description:
Clinical notification received for revision due to periprosthetic fracture. Date of implant: (B)(6) 2022. Date of revision: (B)(6) 2022. (Right hip). Treatment: revision; head was removed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicates "patient sustained the periprosthetic fracture due to a fall off a ladder. This event is considered to be a trauma related incident (falling off ladder) and not a device related incident." It is reasonable to conclude that the device reported on this medwatch would not cause or contribute to the reported serious injury/revision as the revision is the consequence of trauma force. At this time depuy synthes joint reconstruction considers the device on this report to be not reportable.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient received a right primary pinnacle/summit mop tha to treat end-stage osteoarthritis. The procedure was completed without complications. Patient received a right hip orif and head exchange to treat a periprosthetic femoral fracture sustained when he fell off a ladder two months after primary tha. Upon entering the joint, the surgeon identified a very long, spiral femoral fracture that was reduced with 3 synthes cables, 5 braided cables and fixation struts. The stem was well-ingrown, stable, and retained. The surgeon revised the femoral head with a longer neck to ensure stability of the hip and to reduce stress on the fracture as it healed. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicates "patient sustained the periprosthetic fracture due to a fall off a ladder. This event is considered to be a trauma related incident (falling off ladder) and not a device related incident." It is reasonable to conclude that the device reported on this medwatch would not cause or contribute to the reported serious injury/revision as the revision is the consequence of trauma force. At this time depuy synthes joint reconstruction considers the device on this report to be not reportable.